Event description:
It was reported that the pt was re-implanted on (B)(6), 2013. No further information is available at this point of time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.